Event description:
Related manufacturing reference: 3008452825-2018-00186, 3008452825-2018-00189, 3008452825-2018-00190, 3005334138-2018-00171, 3008452825-2018-00191, 3005334138-2018-00172, 2030404-2018-00046. During an atrial fibrillation ablation procedure a cardiac perforation occurred. During routine echocardiography a small effusion was diagnosed. The patient's blood pressure was stable. Octaplex was administered to reverse anticoagulant therapy and the patient was transferred to the coronary care unit. The patient recovered and was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.